Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while in use. No patient harm reported.

Manufacturer narrative:
Conclusion / root cause: the failure of c56 capacitor prevented the power supply from operating on ac power. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
The field service engineer (fse) was able to confirm the reported problem and replaced the power supply assembly as a repair action. The power supply was not returned to the factory, so further analysis could not be performed. The root cause of the customer's complaint was not determined.